Event description:
Home pt (hp) reported a separation of the transfer set and dialysis catheter to baxter technical support during hp's apd treatment with the homechoice device. An effluent leak occurred as a result of the separation. The hp ended hp's therapy at the time of the reported incident and notified hp's healthcare professional. The hcp reported the transfer set had been in place for 5 months and was attached to a titanium adapter. Hcp was unable to determine if adapter was a baxter produced product. The hp received a transfer set change and received 1 gm ancef intraperitoneally as prophylactic treatment. No pt injury resulted from reported incident.